Event description:
It was reported that the device entered backup vvi mode during an out-of-clinic capacitor maintenance. The patient ignored the vibratory alert and the device remained in backup vvi mode for multiple months until the patient presented in clinic for a scheduled follow-up. The device was explanted and replaced, and the patient was in good condition following the procedure.

Manufacturer narrative:
Evaluation description: the reported backup vvi was confirmed in the laboratory via review of the device image. The device was tested on the bench as well as using automated test equipment, and an anomalous component on the hybrid was found to be the cause of the reported backup vvi. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.